Event description:
A report was received that the patient was experiencing frequent ipg charging. Database was sent and analyzed and it was determined that the ipg was exhibiting premature battery depletion. An ipg replacement has been recommended but the physician will not proceed with any further course of action.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing frequent ipg charging. Database was sent and analyzed and it was determined that the ipg was exhibiting premature battery depletion. An ipg replacement has been recommended.